Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction with a saline mentor siltex round moderate profile 325cc and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 1/9/19, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement implant was saline mentor siltex round moderate profile 250cc, catalog number 3542635, serial number (B)(4), lot number 7323665. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. Orange and brown material was observed within the device. White and yellow material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the posterior aspect and parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the root cause of the white, yellow, brown and orange material found on the device. A manufacturing record evaluation (mre) of lot number 6471427 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).